Event description:
It was reported a spectrum pump would not recognize a closed door. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom of "would not recognize a closed door" was reproduced and confirmed through eval. Eval experienced "door not fully latched" messages caused by a loose link screw. The failed screws were replaced.